Manufacturer narrative:
(B)(4) concomitant products: dilatation catheter: sprinter 2.5x15mm; guide wire: suoh, sion blue; guide catheter: launcher 7f sal4.0; stent: nobori 3.5x14mm; (B)(4) - against resistance. Evaluation summary: the device was returned for analysis. The reported shaft kink was indirectly confirmed on the return. The reported leak verification testing was not performed due to hypotube separation. The reported resistance with the stent could not be replicated in a testing environment. The reported catheter resistance with the stent and the shaft separation were related to the case circumstances. The shaft kink and the air leak were related to handling with force. It should be noted that the nc trek instructions for use states: never apply extreme bending or twisting force to any section of the catheter. Do not use a catheter if the shaft has become bent or kinked, prepare a new catheter. [In order to prevent separating of the shaft]. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion via femoral approach in the left main artery with no tortuosity, no calcification and 90% stenosis with a vessel diameter of 3.5 mm and the lesion length was 10 mm. A 3.5x14 mm non-abbott stent was implanted. A 2.5x15 mm non-abbott dilatation catheter and a 3.5x12 mm nc trek dilatation catheter were advanced to perform kissing balloon technique. Resistance was met with the proximal end of the implanted stent during advancement of the nc trek dilatation catheter, force was applied and the proximal shaft near the hub kinked. Air aspiration was performed when the nc trek dilatation catheter crossed the lesion and air came into the device which was believed to be coming from the kinked shaft. Reportedly, the nc trek dilatation catheter was prepped per the instructions for use and there was no issue during air aspiration prior to use. The nc trek dilatation catheter was withdrawn from the patient anatomy without resistance and a 3.5x12 mm non-abbott dilatation catheter was advanced and kissing balloon technique was performed. The procedure was completed without any issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the hypotube was separated. Additional reported information indicates that the site was not aware of the separation.